Event description:
It was reported by the customer, the evis exera iii colonovideoscope was microbiologically cultured on (B)(6) 2022, and tested positive for heavy growth of pseudomonas aeruginosa. The positive finding went unnoticed, and the scope was used on a total of fourteen (14) patients between the dates of (B)(6) 2022, and (B)(6) 2022. The loaned scope had arrived at the facility on (B)(6) 2022, and on (B)(6) 2022, the microbiological testing was completed and in line with (B)(6) guidelines. The scope was put into circulation. On (B)(6) 2022, and (B)(6) 2022, the scope was microbiological tested as part of verification tests for the replacement chemical. The scope was put back into use after the tests per the normal process of the facility. The test result for (B)(6) 2022, was a few colony forming units (cfus) of pseudomonas aeruginosa and a few cfus of microbacterium oxydans were isolated. The test result for (B)(6) 2022, was one (1) to one hundred (100) cfus of enterococcus faecalis, one (1) to one hundred (100) cfus of escherichia coli, and one hundred (100) to ten thousand (10,000) cfus of pseudomonas aeruginosa were isolated. On (B)(6) 2022, the facility was notified by the lab that results for both tests had positive growth. The scope was taken out of circulation and retested. The test result for (B)(6) 2022, noted one (1) to ten (10) cfus pseudomonas aeruginosa, one (1) to ten (10) cfus of escherichia coli, and one (1) to ten (10) cfus of enterococcus faecalis were isolated. On (B)(6) 2022, the lab notified the facility that the microbiological test results from (B)(6) 2022, had heavy growth of pseudomonas aeruginosa. The test results were not communicated to relevant areas when the result was reported. Usual cleaning had not removed the growth. Ten (10) of the fourteen (14) patients that the scope was used on underwent a polypectomy during their clinical examination and therefore the facility was considering as to whether the patients were placed at a higher infection control risk. The intended coloscopy procedures were completed under normal endoscopy conditions. The device had been inspected prior to use. No abnormalities were noted. The patients had no extended hospital stay, however did receive additional treatment of possible prophylaxis with antibiotics. No patient harm reported to date. The facility was in the process of reporting the incident to (B)(6) medicines and medical devices safety authority (medsafe). The facility suspected an issue with the scope (for example, biofilm), and wanted olympus to provide previous microbiological testing details from the last user of the subject colonoscope and a clear process map of how olympus managed such incidents. The reporter had requested further details on the enzymatic agent that was used to high level disinfect the scope and requested that the scope be cleaned with a dedicated biofilm removing agent, soaked for an extended period of time, and then retested before being sent to olympus for evaluation on the mechanical functioning. This complaint is related to patient identifiers; (B)(6).

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. Pre-cleaning was performed according to the instructions for use. Pre-cleaning was performed immediately after the procedure. The time interval between the procedure and pre-cleaning steps was immediately after the procedure was completed. The scope was cleaned bedside. Full scope cleaning/reprocessing was completed following bedside cleaning. Leakage testing was performed according to the instructions for use (IFU). An olympus mu-1 maintenance unit leak tester was used, and the leakage testing was performed immediately before manual cleaning started. The leakage testing was performed for five (5) minutes and performed according to the IFU. Aniosyme synergy 5 detergent concentration was used, and immersion time was 0.25-0.3% for five (5) to ten (10) minutes during manual cleaning. The cleaning brush used for the instrument channel was the disposable endo select by technical care solution, e-s-s-1403 which was disposed of after a single-use. The instrumental channel/suction channel was repeatedly brushed until no debris was observed upon inspection of the endo select by technical care solution, e-s-s-1403 brush. The suction cylinder/instrument channel port were brushed until no debris was observed in the bristles of the brush. The correct size of syringe used to flush the device channels was thirty (30) cubic centimeters (cc). All channels were flushed with detergent. The biopsy valve, air valve, and suction valve were disinfected or sterilized by automatic endoscope reprocessor (aer). The water bottle was reprocessed by autoclave. Manual disinfecting was not performed. The aer used was a soluscope 3 and gallay along with soluscope c+ detergent and soluscope p and soluscope a disinfectant. The expiration date of the disinfectant solution used was (B)(6) 2023. The endoscope and aer were compatible in the aer manufacturer¿s IFU. The minimum effective concentration of the disinfectant solution was being performed by continuously through sensor in aer. The aer¿s disinfection process program was according to aer manufacturer¿s recommendation. The aer¿s disinfection process program was seven (7) minutes. The air/water channel, suction channel, and auxiliary channel were flushed with alcohol. The endoscope was dried prior to storage. The endoscope was stored in the storage cabinet. The scope was not stored in the storage cabinet with insertion tube and universal cord hanging vertically. It was unknown if the storage cabinet was well ventilated. A tip protector was not used during storage. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Correction to h10 of the second supplemental report. The user culture results were received and reported in the initial report. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The user's culture test results were not provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter and the device evaluation. See updated sections a2, a3, b5, d8, d9, h3, h4, h6, and h10. The device was evaluated, and the reported issue was not confirmed. No fault was found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
Additional information was received from the reporter. The patient underwent a colonoscopy with biopsy on (B)(6) 2022. The patient did not tolerate the procedure under conscious sedation on (B)(6) 2022, and underwent a second procedure on (B)(6) 2022, with biopsies under general anesthetic. The patient was doing well and had no blood borne infections and no complications. This complaint is related to patient identifiers: (B)(6).